Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. It was reported that the customer felt the insulin pump was not delivering insulin or functioning properly. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. No delivery alarms were also found in the alarm history. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.